Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the spring from the drill sleeve which is responsible for holding the position in the protection sleeve got stretched by use, this thus confirming the complaint description. Otherwise, the instrument is in a very good and undamaged condition. Functional test: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no functional test is needed. Dimensional inspection: during investigation the diameter was measured and the measured result is within accuracy. Furthermore, the spring cannot be checked for dimensional accuracy, because of the deformation. Document/specification review: drawings and revisions are in accordance to DHR of production lot 18p9592. All relevant features are defined on the used drawing revisions of DHR of production lot 18p9592. Summary: based on the problem that the spring got stretched at the drill sleeve by use, the function is no longer available, since the drill sleeve can no longer fully inserted into the safety sleeve. Device history record (DHR) review was performed for the affected lot, 23 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in november 2019. No ncrs were marked in the DHR during production. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that improper handling led to this damage or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace. (Se_023827 al ¿ important information). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 312.080 , lot: 18p9592 , manufacturing site: hägendorf , release to warehouse date: 06.nov.2019 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery with the drill sleeve. During the surgery, the surgeon couldn¿t pass the drill sleeve through the protection sleeve because the spring of the drill sleeve was coming off. The surgery was completed successfully without any surgical delay. The patient was reported as stable. Concomitant devices reported: guides/sleeves/aiming: sleeve (part number unknown, lot unknown, quantity 1). This report involves one (1) 8.5mm/2.8mm wire sleeve. This is report 1 of 1 for (B)(4).